Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in a (B)(6) female patient who had essure (batch no. 898925, 838567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, hearing loss (bilateral,), adenoidectomy, menses irregular, vaginal odor, vaginal discharge, menorrhagia, dyspareunia, dysmenorrhea, vaginitis, gallbladder polyp, abdominal pain, weight gain, hypoaesthesia, perineal pain, breast cyst, menses irregular, adenomyosis, paratubal cyst and endometrial ablation. Previously administered products included for an unreported indication: loestrin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), depression ("other (list): depression"), swelling ("swelling in body") and complication of device insertion ("the left ostia could not be completely visualized and cannula could not be placed/several attempts were made to cannuloate the left ostium but were unsuccessful/incomplete sterilization from prior essure due to inability to cannulate the left tube"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, allergy to metals, depression and swelling outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, complication of device insertion, depression, pelvic pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the right tube contains an essure device. The left tube was not cannulated at the time of original essure implantation. There is, as noted on today's exam, normal spillage of contrast into the peritoneum from the left. The right side is occluded, as expected. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in a 37-year-old female patient who had essure (batch no. 898925,838567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, hearing loss (bilateral,), adenoidectomy, menses irregular, vaginal odor, vaginal discharge, menorrhagia, dyspareunia, dysmenorrhea, vaginitis, gallbladder polyp, abdominal pain, weight gain, hypoaesthesia, perineal pain, breast cyst, menses irregular, adenomyosis, paratubal cyst and endometrial ablation. Previously administered products included for an unreported indication: loestrin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), depression ("other (list): depression"), swelling ("swelling in body") and complication of device insertion ("the left ostia could not be completely visualized and cannula could not be placed/several attempts were made to cannulate the left ostium but were unsuccessful/incomplete sterilization from prior essure due to inability to cannulate the left tube"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, allergy to metals, depression and swelling outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, complication of device insertion, depression, pelvic pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the right tube contains an essure device. The left tube was not cannulated at the time of original essure implantation. There is, as noted on today's exam, normal spillage of contrast into the peritoneum from the left. The right side is occluded, as expected. Lot number:838567, manufacturing date:2011/03, expiration date:2014/03. Lot number:898925, manufacturing date:2011/08, expiration date:2014/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.